Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. The suture detached from the needle too easily. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there patient consequences? If yes, please specify. -what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? -did the needle fall into the patient? If so, please provide the following information: -were x-rays taken to locate the needle? -was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D. "What tissue structure is it located? Size of the needle retained e. Are any plans in place to remove the needle piece in future?" -if retained, what is the surgeon's opinion of consequences to the patient? - name of the procedure? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: h3, h6. Corrected information: d3. The following information was requested: received the following unknown product: w9560 lot: tlmckc. Could you please clarify if the returned device belongs to this complaint? If yes, did a device malfunction occur during the same procedure? If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex. A device has been received, however clarification is requested whether the product belongs to this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H.3. Investigational summary: the product was returned to ethicon for evaluation. One empty foil and one open folder packet with a detached needle and one needle suture piece were received for analysis. The product code w9560 is double armed. Upon visual inspection of the returned sample, the closure channel of the detached needle was noted to be as expected. The barrel hole of the needles was examined magnification, and no suture remnant was noted. In addition, the needle-suture piece was visually inspected, the closure channel area were noted to be as expected. The suture was examined and the end was noted to be cut likely by a surgical instrument. The other section of the suture was not returned for analysis to determination of the cause for the needle detachment. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.